Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that it was reported that when the patient was at home exchanging power supplies from batteries to the power module, a continuous red heart alarm occurred. The patient was symptomatic at the time. The pump was connected to battery power and the patient was hospitalized. The manufacturer's technical services representative reviewed the system controller's log file and observed five pump stoppage events due to insufficient power supplied to the pump. Damage to the 14v power module patient cable was suspected. The pump was connected to the power module at the time. No further information was provided.

Manufacturer narrative:
Correction - patient initials were inadvertently left out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module patient cable was returned for evaluation. The reported event of a complete power loss and the system controller¿s clock reset was confirmed based on the information recorded in the provided log file. The log file contained events recorded from the time stamp of day 397, 5 hours and 26 minutes to day 400, 6 hours and 6 minutes when a system controller clock reset associated with a complete power loss was recorded. The information recorded prior to the clock reset (approximately 3 days) revealed low voltage advisory alarms related to depleted batteries and power cable disconnect alarms related to power source exchanges. The recorded voltage levels appeared normal. After the power was restored there was another power loss and a clock reset. The power was restored and the system operated for approximately 3 minutes when a power loss/clock reset was recorded again. The remaining data captured in the log file revealed three more incidents of power loss/clock reset. It should be noted that unusually low voltage levels were recorded after the first incident of power loss/clock reset. Visual inspection of the returned 14 v pm cable revealed the cable was intact and in unremarkable condition. The power connectors and the 16 pin lemo connector also appeared unremarkable. The returned pm cable was operated for extended period of time while connected to a test system controller, test power module/system monitor and test hmii pump; the system operated as intended with no alarms active. The cable was manipulated and there were no alarms or power interruptions reproduced. The cable was tested for any continuity/resistance issues using a micro-ohm meter, and the results of the test revealed that one wire had a slightly increased resistance, however this early stage of conductor breakdown did not result in any alarm during analysis. Further testing of the inner wires insulation did not reveal any unintended shorts. A specific root cause for the atypical events recorded in the log file was not able to be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.